Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that the patient was implanted with a cartiva device. Subsequent to the surgery it is alleged that he experienced worsening pain and decreased range of motion in the joint. Allegedly the patient continues to receive intermittent steroid injections to moderate his pain and is holding off on the recommended fusion surgery as long as possible.